Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient account/profile was requested to merge with another to consolidate records. A technical support specialist confirmed that patient reconciliation only supports merging temporary visits into a system visit and cannot merge two system visits together. If the admit discharge transfer (adt) system supports merge messages, a merge message could be sent to es to combine the visits. The interface platform specifications guide was attached to identify the exact message type for forwarding to adt. If the adt system did not support merges, the only option would be to discharge the incorrect visit. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, an issue occurred with merging a patient account/profile. The customer reported that a new primary account was created for a patient who already had existing history. This incorrect account was transmitted to the pyxis system. The error was later identified, and the account number was merged back into the existing primary account. Following this action, the patient appeared with two profiles in pyxis, both visible at the station, using the same visit number but associated with different primary ID numbers (one correct and one incorrect). The customer reported difficulty locating the accounts using the patient reconciliation function in es and noted concerns that discharging the incorrect profile would leave activity separated in the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.